Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
Labs taken on (B)(6) 2012 indicate elevated cobalt (11 ng/ml) and chromium (1.2 ng/ml) ion levels; no further information available in clinic or hospital records. The patient is due for a 2-year follow-up visit in (B)(6) 2013.

Manufacturer narrative:
An event regarding excessive metal ions involving a rejuvenate modular device was reported. The event was confirmed. Device evaluation was not performed as no devices were received. A review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies the super and chs complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported excessive metal ions is considered to be under the scope of this recall. No further investigation is required.

Event description:
Labs taken on (B)(6) 2012 indicate elevated cobalt (11 ng/ml) and chromium (1.2 ng/ml) ion levels; no further information available in clinic or hospital records. The patient is due for a 2-year follow-up visit in (B)(6) 2013.